Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was later reported that there were chronic low rwaves noted on the trends.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to low impedance on the right ventricular (rv) coil. The lead remains in use. No patient complications have been reported as a result of this event.